Event description:
It was reported, "surgeon used on 3-tvh cases and had between 800-1200 ml of blood loss during each case. Dr. (B)(6) kept having re-bleeders on both sides of uterus while taking down vessels. She had to cut 2-4 times after sealing. She also did not like that the jaws did not open as wide as the gyrus". Further information from the surgeon revealed that dr. (B)(6) would go back over the vessels with altrus to control the bleeding and sutures had to be utilized on the larger arteries when the device seal had failed.

Manufacturer narrative:
The altrus thermal tissue fusion system is indicated for open and laparoscopic techniques in general surgical and gynecological procedures for ligation (sealing) and dividing (cutting) of tissue when hemostasis is desired. The customer complaint cannot be conclusively confirmed since the device in question is not available for review. Without evaluating the suspected sample a conclusive determination of root cause cannot be made. The complaint investigation has not identified any manufacturing defects; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed.

Manufacturer narrative:
The device is not being returned to conmed corporation for evaluation. Conmed is attempting to retrieve additional information regarding this event. Upon completion of the quality engineering evaluation a supplemental report will be submitted. The following medwatches are all associated with each other: 1720159-2012-00091; 1720159-2012-00092; and, 1720159-2012-00093. Device not available for evaluation.